Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in backup mode. A week later, the device was still in backup during interrogation. A file was downloaded and normal function was restored. Review of the device image revealed a battery data anomaly. Device replacement was recommended. Patient condition was good.